Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Reason for reoperation: rupture. Further information from the reporter regarding event, product details and surgery details have been requested. No additional information is available at this time.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.